Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, blood was seen in the helium tubing. The customer reports no alarms and that the patient stood up to ambulate and noticed red blood in the helium tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.2cm from iab tip. Additionally two kinks were found on the catheter tubing approximately 44.2cm and 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).